Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, a detachment occurred. The target lesion was in the common bile duct. A 10 x 10cm rx biliary stent had been selected and advanced through an unspecified scope. At an unspecified time during the procedure, the introducer "disengaged from the catheter and got stuck in the scope." The physician was unable to rewire the target lesion. The procedure was aborted and the pt returned the following day for another ercp procedure with another physician. There were no pt complications reported.